Manufacturer narrative:
The investigation determined that higher than expected vitros tsh results were obtained from a college of american pathologists proficiency fluid using vitros immunodiagnostic products tsh reagent lot 7400 and a higher than expected result was obtained from a non-vitros mas quality control fluid processed using vitros immunodiagnostic products tsh reagent lot 7370 on a vitros xt 7600 integrated system. A definitive assignable cause of the higher than expected proficiency sample results could not be determined. Based on historical quality control results a vitros tsh reagent lot 7400 related issue is not a likely contributing factor of the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 7400. As no precision testing was performed on the vitros xt 7600 system, an instrument related issue cannot be completely ruled out as a contributing factor of the event. However, historical qc results were precise and there was no evidence indicating an instrument malfunction. As no information about the storage protocol and the stability guidelines for the cap fluids was provided, an issue related to the cap fluid sample cannot be ruled out as a contributing factor of the event. Additionally, the customer stated that they believed the issue was likely related to the proficiency fluid as results from the other proficiency samples were within expectations.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros tsh results were obtained from a college of american pathologists proficiency fluid using vitros immunodiagnostic products tsh reagent lot 7400 and a higher-than-expected result was obtained from a non-vitros mas quality control fluid processed using vitros immunodiagnostic products tsh reagent lot 7370 on a vitros xt 7600 integrated system. Cap sample ln5-10 vitros tsh results of 27.1 and 26.5 miu/l vs an expected result of 15.97 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros tsh results were from non-patient fluids. The customer stated that patient results have not been affected. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).